Event description:
While implanting an expedium 8.0 x 50 screw, the tip of the expedium quick connect di polyaxial screwdriver broke off from the instrument. Again, while implanting an expedium 8.0 x 50 screw, the tip of a second expedium quick connect di polyaxial driver broke off from the instrument. The broken tips were retrieved with no adverse consequences to the patient and no delay. The following mfg medwatch reports are being filed for the two expedium quick connect di polyaxial screwdrivers with broken tips: mfg medwatch report no. 1526439-2014-11493; mfg medwatch report no. 1526439-2014-11494.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned expedium di polyaxial driver revealed that the fracture was located at the driver¿s distal tip. A device history record review found no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis was conducted and no emerging trends were found. The root cause is unknown; however fracture analysis of the di polyaxial driver found evidence that the driver underwent a quasi-static torsional shear failure. No material defects or other abnormalities were observed in this analysis. No corrective action is required as there has been no issue identified in the manufacturing or release of the device and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.